Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were not detected on the bus. A field service engineer removed the back panel and found that no power was going to either drawer. The customer had previously reported that the system screen went black for several hours before returning with drawer failures. The fse replaced the pyxibus module control board and determined that drawer 4.2 had caused the module board failure. The drawer controller board for 4.2 was then replaced. After restarting the device, the fse reconfigured drawer 4, ran the hardware test application tool, and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis screen went black for approximately two hours, then turned back on. Drawers 4.1 and 4.2 reported hardware failures and were not detected on the bus. The customer attempted rebooting and powering the unit off for 10 minutes and then back on, but recovery was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.